Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that since implant the implantable cardiac monitor (icm) exhibited no electrocardiogram (ECG) and displaying as a 'step function'. The icm remains in use. No patient complications have been reported as a result of this event.